Event description:
It was reported that revision surgery was performed due to a 28mm reflection liner wear. Oxinium head was also explanted. The causes of this malfunction are not known yet.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation, and the reported event could not be confirmed. A clinical analysis indicated that it was reported that a revision was performed approximately 14 years post-implantation due to wear. It was communicated that consent has not been granted for the patient¿s clinical/medical records to be released and included in this assessment. Therefore, a clinical assessment cannot be performed and the patient impact beyond the revision surgery cannot be concluded. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, lifetime of device, material in use, and overuse. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive.